Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of diopter -15.0/3.0/073 (sphere/cylinder/axis) lens had torn during loading into the patient's right eye (od). This occurred on (B)(6) 2024. The lens was not implanted. Reportedly, "the surgeon loaded a new lens (sn (B)(6) , but during second loading, he noticed that this lens also tore." The problem was not resolved.

Manufacturer narrative:
A4-a6: unk h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)